Event description:
Information received by medtronic indicated that the insulin pump had fell off and the battery cap cracked out. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged damage to battery compartment, damaged battery cap, and blank display found on (B)(6) 2021. Constant pump error alarms noted during rewind due to corroded motor home switch. Insulin pump successfully downloaded to thus. Unable to perform displacement test, active current test, sleep current test and self test due to pump error alarms. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. Pump not received with original battery cap. Battery cap cracked, damaged unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), broken battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and broken battery tube threads was noted. Blank display was not confirmed. Pump not received with original battery cap. Battery cap cracked, damaged unknown. Additionally, pump error was confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.